Event description:
The lay user/reporter called lifescan (lfs) in 2006, and alleged that the pt's meter would not power on. The medical affairs specialist spoke to the pt 5 days later, and obtained/verified the following info. The pt was unable to test on his meter for 2 wks because it would not power on. During those two weeks, the pt began to feel sluggish, extreme thirst, blurry vision, nausea, and a burning in his stomach. He made an appointment with this physician for about a week earlier. His blood glucose was tested in a fasting state 248 mg/dl. Prior to the physician's office visit, he was taking glipizide 10 mg/once a day. During the visit, the pt was prescribed novolin n insulin, 5 to 20 units of insulin, once daily in the morning. He began his insulin regimen the following day. The pt was using the correct test strips, the batteries were correctly installed and less than 1 yr old, and the battery contacts were in good condition. This complaint is being reported because the meter issue was not resolved with troubleshooting. The pt could not test on his meter and during that time he was experiencing symptoms, for which he did not receive any medical intervention. Subsequently, the pt visited his physician and had a blood glucose result of 248 mg/dl with symptoms of high blood glucose. A replacement meter has been sent.